Event description:
It was reported by the patient that post a coronary drug eluting stenting treatment procedure, further medical intervention was required. Three unknown taxus stents were placed in a totally occluded lesion. The procedure was completed at that time. One month after stent placement, the patient was having another stent placed in a different lesion and it was noted that one of the stents from the prior procedure had "tilted over." The patient also reported "pinching" when he laid down. The physician "fixed" the "tilted" stent at that time. Patient status is satisfactory. Additional information has been requested and is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of th batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.